Event description:
Information received indicates the bed will not go into trendelenburg when he activated the trendelenburg button.

Manufacturer narrative:
The technician isolated the issue to the logic board, but did not know which component failed to cause the no trendelenburg function. He replaced the logic board to repair the bed.